Event description:
The stent was reported to have come off the sds when the customer pulled the sds out of the protective hoop. The stent was noticed on the table after the sds was removed from the hoop. It was noted that negative was not pulled prior to the occurrence, and an inflation device was never attached to the device. The lesion to be treated was in the left subclavian. Another cordis device was used to successfully treat the lesion. The product is said to be available for evaluation.

Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been received to date. Additional information will be submitted within 30 days of receipt.